Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Reportedly, the customer's blood glucose level was impacted. The customer reverted to manual insulin injections. System check was not performed to determine the potential cause of the occlusion alarms as the customer was not using the pump at the time of the report.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.